Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red, tender area under the therapy electrode pads. The patient reported that gel was leaking, causing the irritation. The patient's physician advised him to use a cream. Follow-up indicated that the irritation had improved. Upon evaluation of the electrode belt at the distributor, there was gel leaking from all therapy electrodes. The belt's ECG acquisition and pulse delivery circuitry were verified.